Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review of session records, false pause episodes due to loss of contact was observed. The patient was seen in clinic on (B)(6) 2019 and the implantable cardiac monitor (icm) was upgraded successfully. The patient will continue to be monitored.